Event description:
It was reported that a patient's spinal cord stimulation (scs) system was removed and replaced due to (B)(6). It was also stated that the type of infection was unknown, and unknown if a culture was taken. Therefore, the type of infection remains inconclusive. Follow-up attempts have been made to collect this information, and the file will be updated if additional information is received. Patient symptoms included drainage/incisional wound opening, and fever. The location of the symptoms was unknown, and antibiotic treatment was required. No product issues or malfunctions were reported, and the patient status at the time of report was alive with no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).